Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported premature deployment was not able to be confirmed as the stent had already been deployed. The difficulty removing from the guide wire was confirmed. The failure to advance could not be confirmed as it was based on case circumstances. Based on a visual, dimensional, and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported difficulties appear to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified and very long right superficial femoral artery. Two unknown stents had been implanted when a 7.0 x 60 mm absolute pro vascular self-expanding stent system (sess) was being advanced to the lesion through the implanted stents and it could not cross. The stent started to deploy and could not be removed because it stuck on the guide wire so it was implanted in one of the proximal stents. The devices were removed as a single unit. A 7.0 x 40 mm absolute pro stent was successfully used to complete the procedure. No additional information was provided.